Manufacturer narrative:
Additional information has been provided in h6 (health effect - impact code) the cause of the hypotension was not determined due to insufficient clinical details. The cause of the arrythmia was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. The patient experienced a period of hypotension. Continuous renal replacement therapy was ongoing, and vancomycin was added for infection management. During support, the impella 5.5 experienced repeated pump stop events three times and high purge pressure alarms. The patient was taken to the cardiovascular lab for pump exchange. Due to extreme difficulty with the impella 5.5 placement, the decision was made to switch to the right femoral artery access and implant an impella cp.

Manufacturer narrative:
Investigation summary: impella 5.5 sn (B)(6) + purge cassette returned for evaluation. After 15 days on support, purge system blocked/high purge pressures noted. No kinks observed. Pc replaced to no resolution. Tpa added to purge with unknown resolve. Pump stop x 3. Purge pressure high + purge system blocked - data log review shows purge pressure high and purge blocked alarms occur after a 12 hour gradual rise in purge pressure with purge flows decreasing in parallel. The returned pump recreated purge pressure high alarms and had biomaterial around impeller/purge gap, blood in the purge lumen. The cause of the purge pressure high and purge system blocked issues was patient condition related to biomaterial build-up found in the purge lumen, recreating the purge issues and data logs showing biomaterial build-up from gradual pp rise. Pump stop - data log review shows gradual rise in pp over 12 hours that culminate in impella stopping. Pump able to resume for another 2 hours before more pump stop alarms. Data logs showing biomaterial build-up from gradual pp rise. The returned pump had biomaterial wrapped around the impellor blade and had no open motor lines. Also, there was blood in the purge lumen which was well past the motor housing. Attempts to run the pump failed due to mc high alarms triggering. The cause of the pump stop was likely due to blood ingress, patient condition related to biomaterial build-up found wrapped around the impellor blades. Patient codes - hypotension: the cause of the hypotension was not determined due to insufficient clinical details. Arrythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the arrythmia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1951071 device history batch: subcomponent lot: n/a device history review: pump s/n (B)(6) passed all post sterile inspection checks.